Event description:
A (B)(6) c/o discomfort/pain at hickman 7 fr tunneled double lumen catheter site, felt "pop" when flushed. Tpn infusion stopped. Chest x-ray done. Pt to ir. Contrast injected and determined catheter was fractured just above bifurcation. Catheter removed and new double lumen line inserted. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.